Event description:
During evaluation of a returned spectrum pump, the device alarmed air in line. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d5. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device alarmed air in line alarm, which was not reproduced during secondary testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review revealed air in line alarms. The cause of the condition was determined to be an out of specification ultrasonic sensor reading. The upstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.